Event description:
It was reported that during a pneumonectomy, there was leaking between at 1st firing and 2nd firing of the stapler. After confirmation by leak test, reinforcement and additional sutures were performed using fat in the longitudinal cage and neoveil injection was performed. Another device was used to complete the case. There is still leaking 4 days after the operation. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2024 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: the patient discharged on (B)(6) with adhesion therapy. Please confirm procedure performed. Laparoscopic partial resection. What anatomical structure was stapled? The lung was stapled. What anatomical structure was leaking? The cross-point of 1st staple line and 2nd staple line. Any additional interventions? No. Current patient status? The drain was removed and the patient was discharged from the hospital." The leak has finished with adhesion therapy and the drain has been removed. The patient is scheduled to be discharged tomorrow (B)(6). The doctor commented that the device did not have problems the doctor was glad that it was echelon 3000 and that this was the extent of the problem.